Event description:
One day s/p uneventful cataract surgery pt presented with excessive inflammation and corneal edema, va od = 20/30. She was started on durezol q 30 min and returned to the office in 5 hours. Va was stable and inflammation was slightly improved. A preliminary diagnosis of tass was made. She was continued on durezol q 1 hour and was seen in f/u one day later with improving va and clearing of her edema and inflammation. She was decreased on durezol to qid and seen 3 days later with continued improvement of her edema and inflammation. A total of 9 cases were performed that day without incident during surgery. She was case #3. Case #8 was also diagnosed with tass and is improving but not as rapidly. An alcon (B)(4) lens was implanted into her eye and all other eyes that day except 1 pt had an alcon (B)(4) lens implanted who was not affected. Alcon viscoat, and provisc were used during her procedures and all the others on disposable cannulas that were disposed of. See also report (B)(4).